Manufacturer narrative:
This follow up report is being submitted to include the device history record (DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The cause of no image display is not the failure of the equipment. The probable reason is related to improper connection of the video cable . The instructions for use (IFU) states: properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support called the customer to troubleshoot the device and left a voicemail. The customer emailed back to report that the video cable to the provation display was disconnected. As a result, the cv-190 failed to display an image. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii video system center is unable to display image. There was no patient involvement, no harm or user injury reported due to the event.